Event description:
During a robotic/laparoscopic ovarian cystectomy and bilateral salpingectomy a kronner manipulator was placed into the vagina to help direct the uterus throughout the surgery. Part way through the surgery we lost manipulation and the md assisted removed the device and noticed it was broken (balloon was not connected) - she then went into the vagina with a speculum and removed the other half of the device.